Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
Via phone call and email received 25 may2015: patient's daughter called and reported that the valve could not be programmed three months after implant. The valve was revised. (B)(6) 2015 codman programmable valve installed. A couple days before (B)(6) 2015, the clinician adjusted the valve in his office to 175. On (B)(6) 2015 he had terrible headaches and throwing up and went to hospital. Upon x-ray, found the valve was at 30. A rep from codman was requested to hospital and he adjusted to 170 (I think) the clinician suggested the valve was bad at that time but we wanted to wait to see how he did after a couple of months. (B)(6) 2016 the clinician made appointment for my dad to have the valve adjusted in the hospital, so that he could have an x-ray afterwards to confirm the setting. The valve would not adjust. Surgery was schedule to replace the codman valve on (B)(6) 2016.